Event description:
The pt received her ipg on (B)(6) 2008. It was reported the pt no longer had stimulation, and the programmer was providing that the battery was low. A new programmer did not resolve the issue. The physician replaced the pt's ipg on (B)(6) 2011. It was reported the pt received stimulation postoperative with the new ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.